Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, the t2 implant of the fast-fix 360 fell off when the suture knot was tightened. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection revealed the suture was returned cut from the implants and device. The t2 was returned cut from the suture and no longer on the device. The t1 was not returned. The actuator is in the pre-t2 position. There is debris on the needle. A functional evaluation was performed on the returned device and found the actuator cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in b5. Corrected information in h6 (health effect - impact code).

Event description:
It was reported that during a meniscus repair, the t2 implant of the fast-fix 360 fell off when the suture knot was tightened. The t1 implant was removed from the patient with tweezers. The procedure was completed without surgical delay using a back-up device. No further complications were reported.